Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving compounded baclofen (2000 mcg/ml at 1200.7 mcg/day; lot # unknown by the reporter) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 17-mar-2016 it was reported that for the past year, at each refill, the hcp got more residual drug from the reservoir. Today the expected residual volume (erv) was 6.5 ml and the actual residual volume (arv) was 11 ml. They had been using gablofen in the pump, but were told the prefilled syringes had more drug than labeled, so they switched to compounded baclofen now. The patient was a little tighter today, but this was normal for him just prior to refills. The pump logs were checked and no alarms were present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.